Manufacturer narrative:
Failure analysis for fiber 0010-2400-540a-(B)(4): the glass cap exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 341,947joules of use and 44 minutes while using the surgical fiber during a prostate procedure, the fiber broke / was damaged; the procedure continued using a second surgical fiber. At 752,569 joules of use and 105:16 minutes while using the second surgical fiber, the fiber broke / was damaged. The procedure was completed using a third surgical fiber . There was no patient injury reported. This report is for the first surgical fiber used.